Event description:
It was reported to boston scientific corporation that an endostat ii electrosurgical unit was used during a procedure on (B)(6), 2010.according to the complainant, during preparation, the physician noted that the pump did not properly circulate fluid; there was low water pressure and the pump sounded choppy. The physician used another endostat ii electrosurgical unit to successfully complete the procedure.there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.